Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was 10.3 mmol/l at the time of the incident. This was the second occurrence of replace battery now without a low battery warning. The customer was assisted with troubleshooting. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.